Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/21/2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause was determined to be transmitter timer not advancing. No additional patient or event information is available.